Manufacturer narrative:
This supplemental report is being submitted to correct the date of "g4: date received by manufacturer" in the initial report submitted on 4th november 2020. "G4: date received by manufacturer" should be 26th june 2020, and not 6th october 2020 as previously reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 13-may-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated occasionally, the lamp was degraded by aging, and there was no other abnormality such as the exterior or interior of the subject device. Omsc could not review the manufacturing history (DHR) of the subject device because more than 15 years had passed since the subject device was manufactured and there was no record. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon occurred temporary, and which might be attributed to the aging degradation of the lamp and/or the lamp connector socket of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified procedure with the subject device at the user facility, the lamp did not ignite even though the cooling fan of the subject device was working. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was not duplicated.